Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 400 mg/dl at the time of incident. The customer also mentioned blood glucose level of 300 mg/dl and 500 mg/dl. The customer was treated with bolus. Customer stated that they did used auto mode at the time of event. Customer had been using insulin pump system within 48 hours of reported high blood glucose level. Based on customer report customer did not allege pump was under delivering. Customer declined to troubleshoot. The insulin pump will not be returned for analysis.